Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred while going through the load process. Reportedly, the pump "started flashing low battery" when the battery was fully charged. The customer's blood glucose level was not impacted. It was confirmed that the customer had manual injections available.